Event description:
It was reported that the customer's insulin pump alarmed motor error and the drive support cap was flush. The caller stated that the device was not exposed to a high magnetic field. Advised the husband to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.